Manufacturer narrative:
The insulin pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump was received with normal operating current. The insulin pump passed self test. Pump passed off no power test. The motor was tested outside of the device and passed. It was unknown of the insulin pump alarmed motor position encoder error due to motor error alarm. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and motor position encoder error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was exposed to magnetic resonance imaging. Motor encoder position error was reported. The customer was assisted in clearing the alarm and performing a rewind. The customer stated that they were unable to complete pump rewind due to the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.